Event description:
The customer reported that their phox ultra analyzer, serial number (B)(4) gave a critical low ica result for a patient. The test was run on (B)(6) 2022 using ica sensor lot number 22033023. When same sample was repeated on a different phox ultra, the result was normal.

Manufacturer narrative:
There was no report of patient harm or any intervention required. There currently is a pending investigation. Nova is requesting additional information, and further details will be provided in a supplemental report.

Manufacturer narrative:
UDI: (B)(4). DHR reviews was performed for lot number 22033023, no abnormalities or concerns were observed. Dhrs indicated that the released product met all specifications, no issue was identified. The analyzer sn (B)(6), passed all testing at the time of manufacture and was released in specification. There have been no previous issues related to this analyzer. Customer did not return calcium sensor. Further investigation could not be completed. No other similar issues have occurred in past two years upon review of the CAPA/nir database. Issue appears to be an isolated incident. Nova will continue to monitor for recurrence.